Manufacturer narrative:
(B)(4). The insulin pump was received with a minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded/peeling serial number label, missing retainer and missing reservoir tube o-ring. The device was unable to perform displacement test due to missing retainer.

Event description:
Customer reported via phone call that insulin pump damaged. The customer blood glucose level was unknown. The customer states central button cracked, reservoir ring missing. The insulin pump will be returned for analysis.